Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the logs were analyzed and confirmed that the arm cart assembly had a robotic arm joint 2 potentiometer issue, triggering an error code for 'redundant position sensing check' and an error code for 'robotic arm encoder redundancy'. This was due to the absolute difference between the primary and secondary positions of the robotic arm joint 2 being above the limit. The observed error codes report a subsystem non-recoverable inoperable error and an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". The joint position sensor brooming procedure was executed on robotic arm joint 2, in the field. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic esophagomyotomy procedure, during the draping phase, the arm cart assembly triggered an unrecoverable error. Restarted the arm cart to resolve the issue. After the restart, able to calibrate the arm cart and it was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic esophagomyotomy procedure, during the draping phase, the arm cart assembly (aca) triggered an unrecoverable error. The team restarted the arm to resolve the issue. After the restart, they were able to calibrate it, and it was used for the procedure. There was no patient involvement.